Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-2407. It was reported the pt underwent surgical intervention to explant her cervical and thoracic systems due to ineffective stimulation and has experienced multiple falls.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.